Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be a cascading effect of the reported device damaged by another device (dislodged). The report device damaged by anther device (dislodged) appears to be related to user technique. The reported poor image resolution was due to shadowing. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
This is filed to report incomplete coaptation and device damaged by another device. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted imaging was challenging throughout the procedure. An ntw clip was inserted and deployed on the mitral valve. To further reduce mr, a second ntw clip was inserted, and grasping and confirming anterior leaflet insertion was difficult. However, when the second clip was retracted into the left atrium, it interacted with the first implanted clip. The first implanted clip dislodged and detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip was then removed and not implanted. To stabilize the slda, a third additional xtw clip was deployed medially and successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.